Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿rn noted the neo-synephrine drip that was running on an alaris pump, the channel malfunctioned, and the drip was temporarily not running. Nurse restarted the drip quickly on another channel. Patient's b/p dropped into the 60's. Immediate interventions and patient recovered." Physician was notified. Family at the bedside and aware. Patient recovered from the initial b/p drop when medication was placed on another pump. It was later reported that the event occurred on 8/19/2022 at 1819 and that the physician was notified and ordered to discontinue the neo-synephrine and start norepinephrine titrated for a map of 65-75. The neo-synephrine was ordered at 0.5 mcg/kg/min titrate 0.1mcg/kg/min every two minutes for map 65-75 mmhg."

Manufacturer narrative:
Additional information: other relevant history, imdrf annex a, g, b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿rn noted the neo-synephrine drip that was running on an alaris pump, the channel malfunctioned, and the drip was temporarily not running. Nurse restarted the drip quickly on another channel. Patient's b/p dropped into the 60's. Immediate interventions and patient recovered." Physician was notified. Family at the bedside and aware. Patient recovered from the initial b/p drop when medication was placed on another pump. It was later reported that the event occurred on (B)(6) 2022 at 1819 and that the physician was notified and ordered to discontinue the neo-synephrine and start norepinephrine titrated for a map of 65-75. The neo-synephrine was ordered at 0.5 mcg/kg/min titrate 0.1mcg/kg/min every two minutes for map 65-75 mmhg."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.